Event description:
The service report shows the customer reported that the audible alarm was intermittent. The mallinckrodt customer support engineer (cse) tested the device and could not verify the reported malfunction. The cse replaced the main power switch as a precaution. The unit passed extended self testing. This report is not an admission by mallinckodt that this device caused or contributed to the event alleged in this report.